Event description:
Customer reported that a patient with a known anti-lua did not react with vra160 cell 10. No erroneous results were reported.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).